Manufacturer narrative:
Device was verified by field service engineer and found to be operating to specifications. Case logfile review did not show any system issues. Based on the results of the investigation, the device was found to be operating to specifications. Root cause for the reported issue could not be determined. (B)(4).

Event description:
Surgeon reported post operative central islands and myopia, post lasik surgery. Pt post op information rec'd shows attempted target correction was achieved, for the left eye. Right eye of the same pt reported under manufacturer report # 3003288808-2011-00064.